Event description:
Additional information was received indicating that the patient died approximately seven months post index procedure. The cause of death was not reported and was indicated as not related to a cordis device and not related to the index procedure. Additional information from the study contact reported that the family of the patient said that the death was not related to a stroke, but the cause of death is not known since no autopsy was performed.

Manufacturer narrative:
At index procedure, the target lesion was the right common carotid artery (cca) bifurcation-right internal carotid artery (ica) ostium without contralateral occlusion. The reference diameter was 8.0 the lesion diameter stenosis was 80% with a lesion length of 25. The total length of the stented segment was 40. The lesion was eccentric, ulcerated with mild calcification. There was moderate vessel tortuosity with two or more bends of greater than or equal to 90 degrees not within 5cm of the lesion. The angioguard was successfully deployed without technical difficulty. The lesion was pre-dilated with no resistance to angioplasty documented. The precise stent was deployed at the intended location without malfunction. Post stent deployment, the patient¿s speech became garbled; he was unable to move his left arm and had a left facial droop. The angioguard was successfully retrieved without technical difficulties. It was indicated that it is unknown if there was debris in the filter; there was no presence of air bubbles. The symptoms significantly improved over the next 30-45 minutes. A CT of head performed approximately one hour post procedure revealed no acute process and no interval change compared to a pre-procedure study. Follow-up neurological consultation reported only dysphasia, which was noted pre-procedure. The neurologists impression was tia involving the right cerebral hemisphere-completely resolved. The neurology impression with exam per one day follow-up note indicated right cerebral tia post right cca/ica stent with patient¿s current neurological status at pre-procedure baseline. The (B) (6) stroke scale and rankin score was unchanged from baseline three days post procedure and the patient was discharged. A review of the manufacturing documentation associated with the involved precise lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13370202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 13370202 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 24054 and stent lot numbers 113439, 113054, 113053; and the results indicate that the stent shipped meets specified release requirements. Based on the limited information available from the family that the patient¿s death seven months post carotid artery stenting was not related to stroke and that the cause is not known with no autopsy completed, no conclusion can be made regarding the relationship of the death and the precise stent implanted in the right carotid artery. Although no definitive conclusion can be made there is no indication that it is related to the implanted device. The patient¿s extensive nonrelated medical comorbidities including, coronary artery disease, severe aortic valve disease, arrhythmias, copd, and smoking put him at a high risk for major adverse